Event description:
The customer reported, the system will not boot up and is displaying a communications error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retapped the input transformer and adjusted the 5v power supply. System operates as intended. (B) (4).